Event description:
Mitch/accolade revision of the head and cup. They were replaced by a tritanium cup with x3 poly and a 32 metal head. A significant amount of tissue was removed. The surgeon stated the hip was squeaking as well as having high metal ion levels (cr 1300 and co 2000). The tissue removed was described as being dead and what he called metalosis.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report. Cat # mac-9988-4450, lot # fm062712, description: std mitch trh cp sz 44/50, MFR: depuy cat # mmh-9988-0044, lot # fm061449, description: mitch trh md hd sz44+0, MFR: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.